Event description:
It was reported through ilet monthly survey with an event date of 29-nov-2025 and awareness date of 08-dec-2025, that the user experienced hypoglycemia of 65 mg/dl after not announcing a meal, which led to postprandial hyperglycemia of 281 mg/dl and subsequent automated correction dosing by the ilet that was perceived as excessive; the event was confirmed on system reports. Customer care provided counseling on meal announcement and appropriate use of oral glucose. Investigation of this case revealed that the cause of hypoglycemia was unclear given the interaction of unannounced carbohydrates and automated corrections. No clinical symptoms associated with low and high blood glucose reported. Outcomes included self-treatment with oral glucose without hospitalization. It was concluded that the event was user-related in context, with no confirmed device malfunction and an indeterminate root cause for the hypoglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.